Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  that the patient was  seeing a por message on the programmer . Patient also reported that when they turn on the remote to adjust the settings to their ins  it will let me do one thing then reboot itself. Or as soon as it comes on it reboots itself. Sometimes it gets stuck on the ins page and I have to remove the batteries and replace them to restart it. No symptoms reported. No further complications were reported/anticipated at this time.